Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed pitch cable and grip cable at the distal end. Additionally, the instrument was found to have a loose pitch cable at both the proximal and the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the prograsp forceps jaws were loose. There was no report of patient injury. The prograsp forceps was last used in a benign hysterectomy procedure.